Event description:
It was reported by the medical examiner that the patient had passed away. She had called to see if a company representative could come and check the device as she wanted to see if the patient was having a seizure or cardiac issue at the time of death. It was explained that the vns did not have those capabilities. It was confirmed the generator was explanted and the lead was clipped in the chest pocked, but not removed from the neck. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
The explanted vns generator was received by the manufacturer for analysis&#34; was inadvertently left off of the initial MFR. Report. (B)(4).

Event description:
The medical examiner's office was contacted and it was reported the cause of the patient's death was hypertensive cardio vascular disease. It was also noted the patient did have a "bad heart". When speaking to the medical examiner directly, she stated this was the only conclusion she was able to draw based on the limited amount of information available. She explained the patient was quite decomposed and she was unable to assess the brain tissue to see if there had been any seizure activity which may have caused or contributed to the death. The explanted vns generator was received by the manufacturer for analysis and analysis was completed. The vns generator demonstrated the device was able to provide the expected level of output current during testing and the diagnostic values were as expected. There were no performance or any other types of adverse conditions found with the generator. The programming history database was reviewed. There were no anomalies found within the data available.

Event description:
The returned lead had analysis completed and approved. A small portion of the lead was returned measuring approximately 130mm. The condition of the returned lead portion was consistent with those that typically exist following an explant procedure. No obvious anomalies were noted in the returned lead portion. An evaluation could not be performed on the portion of the lead not returned.